Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. Therefore the cause of the reported condition cannot be determined. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of a clearlink set that had restricted flow during patient use. There was patient involvement but no patient injury or medical intervention was reported. No additional information is available. This is report 16 of 19 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.